Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances. No device malfunction suspected. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device components were not returned.